Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, rewind, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, and occlusion test. Insulin pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump may have moisture damage. Customer's blood glucose level was 98 m/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.